Event description:
Pt underwent a full revision due to wear and osteolysis.

Manufacturer narrative:
Examination of the returned product confirmed the observation. Although the exact root cause could not be determined, it appears the global shoulder humeral head was not articulating evenly on the articulating surface of the glenold. Review of the device history records for the glenold component did not reveal any manufacturing deviations or anomalies. A search of the complaint database found no prior reports for this product and lot number combination. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reported. Depuy considers the investigation closed.